Event description:
This pt's original procedure was a bare metal stent to the distal rca (B)(6) 2007. On (B)(6) 2008, the pt had an in-stent thrombosis and another bare metal stent was placed in the mid distal rca. Both of these procedures were performed at other facilities. On (B)(6) 2010, the pt was admitted to our facility with a stemi and 100% thrombotic occlusion of the stents in the mid distal rca. A 3.0x23 xience otw was placed. The pt was discharged on medications including asa and plavix. On (B)(6) 2011, the pt admitted through the ER with a non stemi. Home medications include asa and plavix, but there is some question as to the pt's compliance, and that he may have discontinued these medications up to 1 week prior to admission. Films reveal total occlusion with thrombus in the proximal portion of the previously placed stents. Lesion was pre-dilated with a 3.5x20 nc quantum apex, a 4.0x23 multi-link vision was deployed, and post dilated with a 4.5x20 nc quantum apex. Teg plavix sent for platelet reactivity testing. Pt discharged on asa and effient, with extensive counseling regarding importance of compliance with medications.